Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci 30-degree endoscope to perform failure analysis. The 30-degree endoscope was analyzed and found to have bearing friction issue. In addition, the endoscope was visually inspected and found to have damage to the button pack assembly. Visual inspection confirmed hairline crack on the light button of the button pack assembly. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that the 30-degree endoscope did not rotate when the customer pressed up and down buttons. The issue persisted when the customer was using hands to rotate the endoscope. The customer replaced the endoscope to continue with the procedure without further issue. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the endoscope was inspected prior to use with no issue. The image was inverted. The endoscope rotated the opposite way with the image. The event involved a reversed control on system arms.